Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late surgical conversions after abdominal endovascular aortic repair: underlying mechanisms, clinical results and strategies for prevention. Https://doi.org/10.1093/icvts/ivz207, authors: andrzej juraszek, bartosz rylski, stoyan kondov, johannes scheumann, maximilian kreibich, julia morlock, holger schröfel, tim berger, fabian kari, matthias siepe, friedhelm beyersdorf, and martin czerny interactive cardiovascular and thoracic surgery, volume 29, issue 6. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-medtronic stent grafts were implanted in patients for endovascular aortic repair, and16 patients with late complications after evar underwent open surgical conversion. The following events were reported: malfunction: type ia endoleak type ib endoleak type iiia endoleak type iiib endoleak stent graft dislocation.